Event description:
The questionnaire was submitted to the surgeon for completion. Finally, the doctor decided to no longer follow-up on the fault and cancelled the request for examination. The sample will be returned to the hospital.

Manufacturer narrative:
Manufacturing and quality control data: due to the limited information and the missing release, the investigation is restricted to traceability of manufacturing and quality control data. The m.blue plus was manufactured by a qualified employee on january 2020. Deviations during assembly did not occur. The product was finally tested as article fx804t and released for packaging and sterilization and was sterilized by miethke. The m.blue has a normal pressure range of 0 to 40 cmh2o. A fixed opening pressure of 0 cmh2o in the horizontal position (differential pressure unit) and an additional adjustable gravitational unit of 0 to 40 cmh2o in the vertical position. Both realized in one valve. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at the gravitational unit set pressures and 0, 10, 20, 30 and 40 cmh2o at the differential pressure unit of 0 cmh2o, and were found to meet specifications. The progav 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The m.blue was pre-adjusted to 20 cmh2o, the progav 2.0 to 5 cmh2o. All tested parameters were assessed according to specifications.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m.blue was implanted during a procedure. According to the complainant, the valve was faulty. The compliant was submitted with limited information. The patient underwent a revision procedure. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient information were submitted. The adverse event is filed under aic reference: (B)(4).